Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Date of event: only month and year known. Assumed first day of the month ((B)(6) 2015) that the complaint was reported. Additional information was obtained: per the sales rep, the surgeon does not believe the device caused the post op leak, but poor tissue perfusion at the anastomosis site post operatively leading to ischemic tissue, decreased tissue integrity at the anastomosis site, and post op leak. It is not known how the patient presented clinically post operatively or how the leak was diagnosed. Patient demographics and indication for the initial procedure were not known by the sales rep. The rep reports the surgeon is waiting on test results which could assist in determining the underlying cause of the leak. The rep will follow up with the surgeon and provide additional information as it becomes available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the results of the follow up?

Event description:
It was reported that about a week after a right colon procedure the patient required re-operation for a post-operative leak. During the initial procedure the device was used successfully without incident. About five to seven days after the procedure the patient required reoperation where the surgeon found poor tissue integrity at the anastomosis site with an ischemic leak. The staple line and staple formation were not reported to be an issue, but rather ischemic tissue at the staple line. It is not known how the leak was repaired in the reoperation. The patient is reported to be recovering fine. The device was disposed of after the initial procedure.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon stated that results showed the staple line was compromised because the patient was ischemic. It had nothing to do with our stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.